Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found two internal insulation abrasions breaching the ring electrode cable lumen, the ring electrode cables etfe coating was intact in these abraded regions. No other anomalies were noted with the exception of procedural damage.